Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the right ventricular exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.